Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received a left ventricular assist device (lvad). Technical services (ts) was consulted to review the device stored data and programmed settings. Ts discussed how the primary and secondary sensing vectors exhibited oversensing of noisy signals. The alternate sensing vector was selected and ts discussed the stored episode and its captured reference subcutaneous electrocardiogram (s-ECG). Ts noted there was oversensing of noisy signals and low amplitude as well as undersensing of the patients rhythm throughout the different episodes. Additionally, ts noted the smart pas feature had been disabled due to the patients rhythm low amplitude. Ts recommended further testing to ensure there was proper sensing. Additionally, therapy delivery had been turned off. This device remains in service. No adverse patient effects were reported.